Event description:
Defective tubing from refill kit for hepatic pump. Removed 11 cubic centimeter(cc) heparin from hepatic pump. Refilled with first 10 cc syringe of heparin without problem noting recoil throughout. On second syringe got in approx. 2 cc when distal to the connecter to the syringe released heparin in a steady steam. Noted open area distal to lure lock pinpoint. Heparin noted to be coming up out of needle onto pad on patient's lap. Uncertain how much heparin was retained by patient. De-accessed and re-accessed.